Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during caesarean section procedure, the surgeon found the sutures and the needle detached when unpacking it during the procedure. There was no patient injury.